Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl at the time of incident and current blood glucose level was 270 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus and manual injection. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer wish to perform the high pressure test and the test had did not tubing clamp. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.